Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The subject device was not returned. The customer later reported that replacing the xenon lamp resolved the issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source displayed an e102 lamp error and the spare lamp kicked in. The issue occurred during preparation for use prior to an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The olympus technical assistance center (tac), advised the customer to replace the xenon lamp with an olympus xenon lamp maj-1817 because the original lamp had over 500 hours on it. Tac hasn't been able to confirm if that was a successful solution for the customer. The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.